Event description:
The customer reported that the image went black during a case. The c-arm was replaced during case with another system.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep performed an annual pmi procedure. Also a system operations check was performed. The system operates as intended.